Manufacturer narrative:
Additional information received that there was no patient involvement. Event occurred during testing.

Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found that the error code 1870/1871 problem was able to be duplicated. While attempting to prime the pump, the 1871 error was displayed and the pump alarmed immediately. It was determined that the motor seized. The locked motor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd pump presented with error code 1871. There were no reported adverse events.